Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the unit is showing vertical lines on the display. No patient incident was reported. Additional info was received on 09/04/2014: the customer reported that the unit was able to monitor, the values were only partially visible and the readings were obstructed in some way. Additional info was received on 09/24/2014: the customer clarified the comment of readings obstruction as the parameters like spo2, pi, pr was not visible fully. For example, if value of pr says 80, a vertical line is visible on 8, which make it uncertain for user to know whether its 8 or 9.